Manufacturer narrative:
Additional information: according to the complaint information and the manufacturers experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. However, to determine an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The users hearing performance is affected. A date for re-implantation is not yet available.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2023, the user reported loudness variations and unpleasant noises coming from the implant. She also felt electrical discharge sensations on her face. Re-implantation is considered.